Manufacturer narrative:
User facility listed in initial reporter. (B)(4). Patient information not provided. UDI not provided. Re-processing information not provided. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a vats procedure, the device was loaded and put into positon to fire. Green firing button was then pressed, however the stapler wouldn't fire. Reload checked it was on correctly and retried but still didn't work. New stapler was used with same reload and worked. Prolonged procedure time by around an hour, had to take slightly more tissue than usually.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The sales rep confirmed that the "prolonged procedure time by around an hour. Had to take slightly more tissue than usually" comment was accidentally left on the complaint form from a prior report. There was no patient injury or harm from this event.

Event description:
There was no harm to the patient.

Manufacturer narrative:
Reference number: (B)(4).

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with a single use loading unit. During testing of the instrument a skip was noted in the firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the anterior firing rack. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range; firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.